Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. Customer did not want to troubleshoot because the customer believed the alarm was their fault. No additional information provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the insulin pump alarmed for a motor error as well as no delivery and that the tubing was kinked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.